Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing along with loss of capture. Pacing was not delivered as expected, however there was no asystole observed. High out of range pacing impedance measurements were also noted. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.